Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent power source alerts occurred despite attempting to charge with multiple wall adapters. The customer's blood glucose was 103 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.